Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his blood glucose level was 446 mg/dl. The customer treated his blood glucose level with 12.5 units but his blood glucose level dropped to 30 mg/dl. When he treated his low blood glucose, his blood glucose level went up to 366 mg/dl. The insulin pump alarmed no delivery. The customer treated his low blood glucose level with food and glucose tablets. The customer was tired and had tingling and numb lips. The reservoir was showing more insulin than what was shown on the status screen. The displacement test passed. The device was not returned.